Event description:
It has been reported to us that during the procedure, the occlusion balloon wire kinked, resulting in the occlusion balloon remaining inflated. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. At some point during the procedure, the physician inserted the occlusion balloon wire into the adapter in an attempt to deflate the occlusion balloon, and the wire became kinked resulting in the occlusion balloon remaining inflated. The physician was able to successfully remove the occlusion balloon from the pt and continue the procedure with a new device. The pt is reported to be fine. An attempt to obtain add'l info about the case has been requested.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.